Manufacturer narrative:
The conclusions are as follows: upon reception, the ventricular setscrew was missing; a production record review was performed confirming that the ventricular setscrew was not present since the manufacturing due to a human error. This is an isolated case. This complaint is recorded for trending purpose.

Event description:
Reportedly, the doctor reports that during a procedure, when screwing the ventricular lead into the connector, the ventricular lead was not screwed in. The doctor says that only one attempt to screw the lead into the connector was performer and that he didn't turn the screwdriver counterclockwise. Another mp pacemaker was used, which was in perfect working order.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The serial number is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, the doctor reports that during a procedure, when screwing the ventricular lead into the connector, the ventricular lead was not screwed in. The doctor says that only one attempt to screw the lead into the connector was performer and that he didn't turn the screwdriver counterclockwise. Another pacemaker was used, which was in perfect working order.